Manufacturer narrative:
It was indicated that there were no adverse events at 30 day follow-up. Control MRI approximately six months post procedure reported partial recanalization of the aneurysm with a present and functional left carotid and slight residual neck of the acom aneurysm treated prior to index procedure. Angiographic control approximately ten months post index procedure reported showing a thrombosis of the left intra extra -cranial carotid with a thrombosis of the aneurysm. There was left carotid exclusion with a total thrombosis. It was reported that the thrombosis was probably due to occlusion and thrombosis of the stent. There was good collateral via the circle of willis and the patient did not have any clinical symptoms. (B)(6). Concomitant medical products: pre-procedure medication consisted of loxen lp 50mg 2caps/day, atenolol sandoz 50mg 2tab/day, tahor 40mg 1 tab/day, diffu k 500mg 1caps/day, triatec 10mg 10mg/day, and keppra 500mg 1caps/day. Complaint conclusion: the coils were implanted and, therefore, no available for analysis. In addition, the brand, lot or catalog numbers were not provided, so a review of the manufacturing documentation could not be performed. Coil compaction after coil embolization is a known event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include neck size, packing density, and inflow angle. Procedural factors and vessel/aneurysm characteristics may have contributed to the reported aneurysm re-canalization due to coil compaction. There is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken. Stent thrombosis is a known potential adverse event associated with the use of the cordis enterprise vascular reconstruction device and delivery system as outlined in the instructions for use. Although based on the available information, no definitive conclusion can be made, patient/pharmacological factors such as responsiveness to antiplatelet therapy may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. There was a previous MDR submitted for the enterprise stent (mfg report# 1058196-2010-00388).

Event description:
Information was received via the (B)(4) study (B)(6), that 6 months after 20 unspecified codman coils and an enterprise vrd were implanted, the patient experienced partial recanalization and 10 months after the procedure there was intra-stent thrombosis. It was reported that no treatment was conducted, and there was no vasospasm, hydrocephalus, re-bleeding or clinical significance. At index procedure the target site was an unruptured supraclinoid carotid artery aneurysm, which was discovered during previous emergent embolization a ruptured anterior communicating (acom) aneurysm, external ventricular drainage followed by peritoneal ventricular drain. The patient had numerous cognitive and neurological sequelae including confusion, spatial-temporal disturbance, inability to state date/time and language difficulties. There was sight right hemiparesis, probable visual ataxia, and inability to walk without assistance. No further information regarding treatment of the acom aneurysm is available. The pre index procedure modified rankin scale (mrs) was 5. The target aneurysm had a sac height of 12.4, sac width of 12mm, neck of 10mm, and wfns scale of 0. The target aneurysm was embolized with no procedural or device adverse event. It was reported that the enterprise stent was in good place and well deployed. The stent fully expanded and apposed the vessel wall after placement. Twenty codman coils were placed via a microcatheter through the stent. The parent vessel was well perfused. There were no procedural or device associated adverse events. Treatment was achieved with complete occlusion of the aneurysm. The patient was discharged three days post procedure without adverse event. Antiplatelet therapy included plavix/kardeic for six months post procedure instead of the 3 months per standard of care of the center. No anti-coagulation or antiplatelet measurement was performed pre, intra and post procedure.